Manufacturer narrative:
Based on the claim against the product by the customer noting firing issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to not fire clips. The medium-large clip applier had bent grips and the tip did not align with the other grip. The medium-large clip applier also failed engagement on the test system after multiple attempts. There were hairline cracks on the input disk #7. The complaint regarding firing issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of bent grips is attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Engagement failure is most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not fire clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the issue was identified when attempting to apply a clip to tissue. There was no injury or harm to the patient.